Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the internal flex cable assembly which connects the therapy connector assembly to the therapy pcb assembly was not connected. After reconnecting this cable, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device would no longer recognize the connection of the defibrillation therapy cable assembly. This issue prohibits the device from having the ability to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported issue.